Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues followed by loss of lock. The pt was seen at the center for device evaluation. Programming adjustments were made. However, the reported problem was not resolved. Testing performed confirmed that the device was not functioning. Surgery to explant the pt's ci device is to be scheduled.